Event description:
Information was received indicating that, while in use, a smiths medical cadd legacy pump exhibited "high pressure" alert and kept on going off when the pump was used. No patient consequences were reported, and no adverse effects were reported.